Event description:
It was reported that gridlines were noted on a patient image, which caused the patient to be re-exposed. It was determined that kv waveform was not square. Once the kv waveform was corrected the system is working as intended.